Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter. Upon removal from the packaging,the benchmark catheter was found broken at the proximal shaft and was not used. The procedure continued using a new benchmark catheter.

Manufacturer narrative:
Results: the proximal shaft of the benchmark dc was fractured approximately 4.5 cm from the hub; the proximal shaft was also kinked approximately 9.0 cm from the hub; the distal shaft of the benchmark dc was ovalized approximately 8.5 cm from the distal tip. There was no damage to the benchmark select. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a medical procedure using a benchmark dc and benchmark select. Upon removal from the packaging, the benchmark dc was found broken at the proximal shaft and was not used. The procedure was continued using a new benchmark. Evaluation of the returned device revealed a fractured and kinked proximal shaft, and an ovalized distal shaft. This type of damage typically occurs due to improper during removal from the packaging. If the device is removed from packaging at an angle while force is being applied, it is likely that damage may occur. The benchmark select was not damaged. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.